Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Product ID neu_unknown, product type: unknown. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer via a family member regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the recharger was not charging. ¿both of the little metal pieces fell out.¿ it was noted that the desktop charger connector pin was broken. It appeared to have occurred through product use. No patient harm reported. It was also reported that there was a broken power cord that plugged into the wall. The prongs on the wall charger were broken because someone set a couch on the charger power cord. Anomaly appeared to have occurred through product use. No indication of patient harm. No device returned. It was noted that the patient was in so much pain and could not concentrate. The patient stated that her pain started about one month prior to the report. It was additionally reported that a heavy couch was dropped on the recharging system. The antenna and desktop charger were dropped on by a couch. The recharger was also dropped on, cracking covers. No indication of patient harm. The patient wanted the entire system replaced since she had trouble getting the right part the last time she had equipment issue. No device was returned.